Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6) patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. On (B)(6) 2024, it was reported that patient faced that 5 infusion sets tube detachment and tube came apart. Location of detachment on quick release connector. Infusion sets had not been used for more than 2 days. No further information available.